Event description:
The pt presented to the emergency room in 2003 and requested the pump be explanted. They then changed their mind. The pt presented later with a decrease in pain relief and swelling over the pump. The physician decided to explant the pump "due to pt's concern that pump was malfunctioning." The pump was explanted and replaced two months later. The pump was returned to the manufacturer for analysis. A follow up report will be sent when additional info is obtained.